Event description:
Boston scientific-target was notified that during the procedure the gdc 10-soft 2d sr / 2-diameter stretch resistant synerg detection circuit got prematurely detached when it was removed from the aneurysm because of its over-size for the lesion. This was the 3rd coil being placed in the aneurysm. The physician implanted the coil in the aneurysm with success; however, it was over-sized for the lesion. Attempted th remove it from the lesion and became aware that premature detachment had occurred on this coil inside the excelsior 1018 microcatheter when the marker of the coil detached just when it was aligned at the second marker of the microcatheter. According to the physician, he felt no restriction when the coil was being removed from the aneurysm. Unfortunately the detached coil was not able to be removed from patient's artery and re-implanted in the lesion correctly. Additional information was received through a company representative on november 4th, 2002: "this complaint has caused a stroke at a2 and paralyzed below the waist."